Manufacturer narrative:
Additional information: there was no complication related to venaseal. This was determined by the physician after examination of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: four images were returned for evaluation. Per the images, the area of infection showed red/purple colour throughout the wound. The venaseal kit was not returned for evaluation. The clinical complication occurred during post procedure examination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used venaseal to treat two segments of the great saphenous vein (gsv). The first segment was from the ankle to proximal calf with the second segment mid thigh to groin. The IFU was followed and a guidewire was used for insertion of the catheter. The vein successfully closed. It was reported that post op the patient has presented with thrombophlebitis with cellulitis of the treated gsv. The treating physician does not believe that the patient has hypersensitivity. The patient is currently been treated with IV antibiotics.